Event description:
It was reported after approx. 71 months implantation time, that the patient received inappropriate shocks due to oversensing. The patient was hospitalized. The lead will be replaced and sent back for analysis.

Manufacturer narrative:
The lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.